Event description:
It was reported that the customer experienced a high blood glucose (bg) level between 517- 570 mg/dl. Cause was not known. The customer did not treat themselves for the high bg but followed guidance to inspect the insulin infusion system, including the site, cannula, and tubing. No issues with the equipment or insulin storage were found, and drops of insulin were observed at the tubing's end. The customer decided to replace supplies as necessary and was instructed to resume insulin administration.